Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 560 mg/dl at the time of the incident and current blood glucose was 193 mg/dl. The customer was treated with manual injection. The customer had symptoms such as vomiting and stomach pain. The customer reported that the buttons were hard to work due to the shakes. The customer does not allege pump was under delivering. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised that the pump was designed to trigger an alarm if it detects a blockage preventing the flow of insulin. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.